Event description:
I have used my CPAP for 9-10 yrs before it was recalled. I now have. I'll bronchiectasis, a 5mm noncalcified perifissural right upper lobe nodule, a 5 mm subpleural middle lobe nodule. It is hard for me to clean my house because just about all cleaning products now make me cough and make my chest get tight like my asthma is flaring up.